Event description:
It was reported that the optics are very cloudy. The sterilization instructions according to the IFU were followed. Spare device was available the moisture cannot be wiped off because the milky/foggy appearance is inside the endoscope.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.